Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation of the device, an area of siltex cracking was observed on the anterior aspect. Leak testing was performed, according to mentor procedure, and it revealed six tears. Tear a and b on the posterior view, tear c and e on the anterior view and a tear at patch. An additional tear (d) was found within the siltex cracking. The measure of the tears a, b, c, d and e was less than 0.1 cm. Microscopic examination in the edges of the tears a, b, c, e and the tear at patch revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 14 2020 indicated that the patient experienced bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a unknown mentor saline prosthesis experienced left sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. As a result, patient underwent bilateral replacements as follow: left replaced with cat#:3503380, sn#: (B)(4) right replaced with cat#:3503380, sn#: (B)(4) on (B)(6) 2020.